Event description:
The gore acuseal vascular graft was placed (B)(6) 2014 in the left arm of the patient. It was reported the device clotted approximately 1 month post implant. The patient came in for declot and appeared to have neointimal hyperplasia at the venous anastomosis. The physician placed a central venous catheter that, according to the complainant, keeps clotting. The patient came in for another declot (B)(6) 2014. After today's attempted angio and declot, graft was clotted. Pt will be scheduled for a surgical declot.

Manufacturer narrative:
Review of the manufacturing records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. Images provided do not allow for evaluation in relationship to this event. All information has been placed on file for use in tracking and trending.

Manufacturer narrative:
(B)(4)